Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Technical support was unable to resolve the issue with on-call troubleshooting, as attempts to turn on the pump by pressing the center button and by plugging it into a power source were unsuccessful. The red led was blinking, and the pump vibrated at regular intervals. As a corrective action, technical support informed the customer that a replacement pump with updated software would be sent and offered training through the tandem source account. The customer was asked to allow the pump¿s battery to deplete before returning it and acknowledged the instructions given for receiving the replacement. The caller planned to use multiple daily injections as a backup therapy to maintain insulin delivery.